Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. The electronic device-use logs were also provided. The evaluation found no potentially contributing factors. It was reported that the recorder became warm when it stopped working before 9pm. The reported issue could not be confirmed. The most likely cause could not be identified because no related problem was detected with the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: when the dr3 battery approaches 400 cycles, rapid will display a warning. Contact customer service for a replacement battery when this battery warning appears, or when the battery reaches 3 years of service, whichever occurs first. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant product: fgs-0590, fgs-0590 pillcam sensor belt ms sb (lot#80609s); unk-plcm-cap, unknown pillcam capsule (serial#(B)(6), lot#unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the recorder became warm when it stopped working before 9 pm. The patient was just sitting when the incident occurred and the patient did not sustain a burn. The study was completed in 10 hours. There was no patient or user harm.